Manufacturer narrative:
The patient was born on an unreported date in 1965. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. On the same day as onset, the patient began treatment for the peritonitis with vancomycin vial, first dosage was two grams, then one gram for five days (ongoing) and amikacin, first dosage was 500 mg, then 100 mg a day, discontinued three days after peritonitis onset (routes of administration were not reported). The patient was not hospitalized for the event. Extraneal, physioneal and nutrineal therapies were ongoing. At the time of this report, the peritonitis was resolving and the patient was recovering from the event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.